Event description:
It was reported that during an unspecified procedure, a guide wire tip detachment occurred. The lesion was located in the obtuse marginal (om) artery. At an unspecified time during the procedure, the distal tip of the pt2 moderate support guide wire detached and "landed in the distal om". The physician attempted to advance another pt2 guide wire, however, for unspecified reasons "decided to pull it all out and ended the case". The distal tip remains inside the pt and the physician has no further plans to attempt retrieval during a subsequent procedure. The pt's status is reported as "ok".

Manufacturer narrative:
The user facility has retained this guide wire, consequently, a returned product analysis will not be possible at this time.